Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any related errors. Upon functional testing, fse found that the mpd control unit and the battery of power conditioning unit ups were faulty. To resolve the issue fse replaced the mpd control unit and ups 1phase data integrity battery sp. The ups 1phase data integrity battery sp returned to philips for further analysis, and the cause of the ups 1phase data integrity battery sp failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system is not turning on. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported.